Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous distal right coronary artery. The 2.75 x 12 mm nc quantum apex mr balloon catheter was inflated to 10-12 atms and ruptured on the first inflation. The balloon catheter was removed intact and the procedure was completed with another device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a percutaneous coronary interventional procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous distal right coronary artery. The 2.75x12mm nc quantum apex mr balloon catheter was inflated to 10-12 atms and ruptured on the first inflation. The balloon catheter was removed intact and the procedure was completed with another device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the nc quantum apex catheter was received inside a carrier tube (hoop) with no other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).